Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer called the intuitive technical support engineer (tse) and stated that they had instrument insertion issues on universal surgical manipulator (usm) 3 and 4. Onsite logs showed error 282 on usms 3 and 1. The staff stated that the insertion axis on usm 4 wasn't moving so they moved the instruments to usm 3 and the same issue happened. The staff converted to open surgery prior to calling in. The staff had 3 cases to follow. The customer called back to test the insertion axis on usms 1 and 4. The tse had the customer install an instrument into usm 4 and they were able to insert an instrument without issue. The tse then had the customer install an instrument on usm 1. The customer was able to insert the instrument, but stated that there was drag and that it would stop. The procedure was converted to open surgery with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) field service engineer (fse) had the customer install instruments and test universal surgical manipulator (usm)s 1, 3, and 4, but the system did not have any instrument issues. The fse started a video conversation with the robotic coordinator who test drove the system and did not find any discrepancies. The original resistance concern was due to the guided tool exchange feature, which was supposed to happen. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.